Event description:
It was reported that the customer was brought in to the emergency room and was hospitalized in intensive care unit due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 554 mg/dl. Caller stated that the customer was assaulted by cops and the insulin pump cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked reservoir tube threads and missing end cap sticker.